Event description:
The company representative reported that the insulin pump has a crack around the reservoir compartment and the reservoir won't stay in. The blood glucose reading was unknown. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.